Event description:
During a previously scheduled procedure to remove the hardware, several of the expandable screws sheared off at the bone surface. After unsuccessful attempts were made to remove the pieces, the surgeon decided it would do no harm to the pt to leave the screw fragments in.